Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient was experiencing loss of vision and leg paralysis.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing loss of vision and leg paralysis.